Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed for "iabp fill fail". Customer was advised to start the pump.

Event description:
N/a.

Manufacturer narrative:
The device is not repaired because customer declined the service. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text: customer declined the service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) information regarding the serial number and catalog number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the UDI is not available.

Event description:
N/a.